Manufacturer narrative:
The malfunction was duplicated and the monitor board was replaced to resolve the malfunction. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that the device would not fully power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.